Event description:
The hcp reported that the patient developed strong bleeding following a tuna procedure. The bleeding was stopped with coagulation therapy. However, in 2003, the bleeding recurred and the patient was hospitalized. The bleeding was stopped by surgical intervention and the patient is reported to be doing fine.